Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned. Pa indicated that per, 005635 testing leads, adapters, and accessories, leads returned with a linked pi that contain a p611 or p613 as one of the observation codes do not require testing or analysis unless there is an accompanying axxx observation code.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information indicated that dislodgement was confirmed via fluoroscopy and there was no other clinical observation noted. The lv lead was then explanted. No additional adverse patient effects were reported.